Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post-paced t-wave oversensing on the ventricular lead stored egm during routine follow-up. The patient did not receive therapy during the oversensing. Technical services suggested programming changes to resolve the issue. The programming changes will be discussed with the physician.